Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead exhibited high impedances of 2,000 ohms over the past few months. In addition, there was no left ventricular simulation or capture and no left ventricular sensing. An electrocardiogram revealed right stimulation only. All other parameters were within normal limits. The decision was made to deactivate the left ventricular lead. Fluoroscopy was performed and revealed that the lead was bent and possibly fractured at the sublavian area. An attempt to repair the lead will be made at the time of the device replacement in the future. The patient will be monitored closely with regular follow up visits. No adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead was deactivated and remains implanted; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.